Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5147326.

Event description:
It was reported that the patient presented with an infection. The right atrial lead was explanted. There were no patient consequences.